Event description:
Boston scientific received information that during a routine follow-up appointment episodes revealed noise oversensing. One of these episodes was treated with anti-tachycardia pacing (atp). Boston scientific technical services (ts) reviewed the episodes and confirmed that the noise oversensing resulted in pacing inhibition for greater than 2 seconds. The device was reprogrammed to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.